Event description:
Received report of high impedances >40,000 ohms on electrodes 8-13. Pt program used electrodes 2, 3 and 4 with a1 and electrodes 10, 11 and 12. Pt programmer displayed a "call your doctor" icon. An out of regulation condition. Pt had full range limits in all parameters settings. Add'l info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).